Event description:
It was reported that a small flame was observed at the plastic hub on the subject device and the junction of the laser fiber. The issue occurred during a therapeutic ureteroscopy procedure. There was no report of patient or user harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.